Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severe tortuous and severely calcified proximal left circumflex artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atm. The procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.